Manufacturer narrative:
Citation: el sherbini ah, servito m, zidan a, et al. Sex differences in the outcomes after transcatheter aortic valve replacement with newer generation devices: a meta-analysis. Catheter cardiovasc interv. 2024;103(5):808-814. Doi:10.1002/ccd.30985. Earliest date of publication used for date of event. Medtronic products referenced: evolut r (product code npt, PMA# p130021), evolut pro (product code npt, PMA# p130021), and evolut pro+ (product code npt, PMA# p130021). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a meta-analysis of the sex differences in the outcomes after transcatheter aortic valve replacement (tavr) with newer generation valves. Four studies were included in the meta-analysis. Medtronic (evolut r/pro/pro+) and non-medtronic (sapien 3) valve types were implanted in the study population. The authors found that women had a higher incidence of short-term mortality (up to 30 days), but no difference in one-year mortality compared to men. No evidence was presented to suggest that a medtronic valve or its function contributed to any of the deaths. Other adverse outcomes after tavr included: major bleeding, permanent pacemaker implantation, and disabling stroke. No additional adverse outcomes were noted.